Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:29 p.m. Using strip lot 54974523 with expiration date 31-jan-2023 was 4.6 inr. The result from the meter at 10:35 p.m. Using strip lot 56561321 with expiration date 31-may-2023 was 4.8 inr. The result from the laboratory within 4 hours was 3.4 inr. The patient¿s warfarin dose was held for 1 day based on the laboratory result, which was believed to be correct. On (B)(6) 2022 the result from the meter at 10:15 a.m. Was 5.0 inr. It was not known which of the 2 strip lots was used for this result. The result from the laboratory at 11:00 a.m. Was 3.5 inr. This result was believed to be correct. The patient¿s warfarin dose was held for 1 day and then her dose was lowered for the rest of the week. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and tests weekly.

Manufacturer narrative:
Both vials of test strips were requested for investigation. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is patient/consumer.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.